Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk. Unable to test history anomaly, daily totals, basal and bolus anomaly due to prime fill anomaly. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. After troubleshooting was done, the customer advised that the daily total did not match up with basal rates and bolus history. Customer was to discontinue use of the device and revert to a backup plan. The customer was that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.